Event description:
It was reported that the pump alarmed "downward occlusion" which stopped "the pump completely." This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.